Event description:
It was reported the device was used during a diagnostic lap. It was reported the 512s had a note written on the blister stating "safety switch, or red button, keep releasing without doctor being in the abdominal cavity." Rep could obtain no further information regarding the event. There was no consequence to the patient.